Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ureteral stent had caused infection. It was unknown what medical intervention was provided for the infection.

Event description:
It was reported that the ureteral stent had caused infection. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however, it is unknown if it had met relevant specifications or contributed to the reported event. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "when long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." "Potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema , stone formation , peritonitis , extravasation , ureteral reflux , stent "dislodgement", fragmentation, migration, occlusion ,fistula formation , loss of renal function hemorrhage pain/discomfort stent encrustation , hydronephrosis, perforation of kidney, renal pelvis, ureter and/or bladder, ureteral erosion infection, urinary symptoms" "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.